Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. As part of troubleshooting, the fse reviewed system log files and found power on self-test of fd controller was failed, then checked the dc power supply and found output was not normal. To resolve the issue, the fse replaced the dcps and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.